Manufacturer narrative:
After several attempts last answer received on 27 july 2017,, we were not able to get details (product code and lot) about the trial femoral components used in the surgery. Batch review performed on 26 july 2017. Lot 163318: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a primary left knee case. After all cuts were made, the surgeon trialed with a femoral trial size 2l, when he moved from extension into flexion the femoral trial became unseated from the femur. The surgeon was unable to get the trail to seat back onto the femur. There was a delay of approximately 7 minutes. The surgeon opened the implant to trail with the implant. The implant was also loose. The surgeon cemented the implant into the patient. The surgery was completed successfully.